Event description:
Patient had return of symptoms described as worsening pain in the right side lower back and leg and "felt pump moving around." During a check for volume discrepancy (17cc was aspirated from pump and catheter). A catheter kink was identified. Investigation revealed the pump had been sutured in the pocket, but the suture broke and this resulted in torsion on the catheter secondary to the pump movement. The catheter was replaced and the pump was reused. The patient recovered without sequela. The drug used in the pump is morphine at a concentration of 15 mg/ml.

Manufacturer narrative:
This report is being submitted following an internal audit. Catheter report submitted.